Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a tumescent infiltration pump. The customer reports that the wheel on the pump continues to turn when you turn the machine on, delivering anesthesia without pressing the foot pedal. Customer reports that this pump may have been over delivering during pt use. Customer unsure of the details surrounding cases. If additional information is rec'd this complaint will be updated accordingly.